Event description:
On 1/29/97, the facility's infection control (i.c.) Rep reported that the facility had twelve pts with infections. The i.c. Rep reported that she did not believe that the devices had been the cause of infection. Further communication with the i.c. Rep on 2/25/97, revealed that she had been able to obtain info for eight pts only. This report will address the eighth pt. Separate medwatch reports have been inssued for each of the seven other pts. The device was implanted on 5/16/96 for infusion of decadron and heparin. The pt developed a fever. Blood cultures were taken and grew staph aureus. The device was explanted on 1/16/97 and cultured and also grew staph aureus. The pt has recovered. The explanted device has been discarded. No further details are available at this time.